Event description:
It was reported that arcing occurred at tip of the hand piece, resulting in a slight burn to the pt's tongue.

Manufacturer narrative:
(B)(4): this MDR is being filed based on a retrospective review of complaints received by the MFR. Visual inspection of the returned tip confirmed the eschar build on the mating line of the two piece housing, the eschar noted would indicate the heat present at this location. The tonsil tip was designed to be inserted fully, and mate to the suction port of the hand piece of the plasmablade tna. Further investigation found that the exchangeable tip may not have been fully inserted onto the hand piece during use, which could result in arcing through the exposed conducted shaft. Inspection of the lot history record did not note any issue during mfg of this lot.